Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. While multiple implant dates were provided, it can not be determined at this time which product was implanted on which specific date. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the perfix plug (device #2), additional emdrs were created to address the other perfix plug (device #1) and the ventralex device (device #3). Not returned to manufacturer.

Event description:
The following was reported to bd by the patient's attorney: on (B)(6) 2006, (B)(6) 2006 or (B)(6) 2017 it was alleged the patient underwent surgery for implant of two perfix plug devices (device #1 and device #2) and/or ventralex hernia patch (device #3). As reported, the patient underwent additional surgical intervention. The patient's attorney alleges the patient experienced unspecified injuries and emotional distress due to the defective device.